Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5071-53 lead, implanted: (B)(6) 2004; product ID d314trg ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to two non-sustained ventricular tachycardia episodes that appeared to be noise oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had fracture. Three years later, at a device replacement procedure, an attempt was made to explant the right ventricular (rv) lead; however, the locking stylet was unable to be inserted beyond a few inches. The insulation bunched up and the lead broke so the entire lead was unable to be removed. The remaining portion of the was capped and remains implanted.